Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD first underwent a status interrogation, and the device memory was analyzed. The device status was eri, 18 charge processes had been documented. The charge drawn from the battery was checked and turned out not to be as expected. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock, but the charge time of the high-voltage capacitors was increased. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly. A discharged battery was detected in the process. The electronic module was then connected to an external voltage source and underwent an electrical function check. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was inconspicuous. The examination of the current uptake of the electronic module also showed no anomalies. The battery was returned to the manufacturer for an extensive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. Subsequently, the voltage and the heat tone of the battery were examined. During the measurement of the battery voltage, a discharged battery could be confirmed. A performed microcalorimetric measurement revealed an inconspicuous heat tone of the battery. The battery was then opened and visually inspected. The visual inspection detected a defective separator. This damage enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the analysis of the ICD detected premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery.

Event description:
After an implantation period of approx. 42 months, it was reported that the eri status was detected. The ICD was explanted.